Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose level was 166 mg/dl. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump failed the displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No error 42 noted during testing. The motor was tested outside of the device and passed. Pump error 54 and error 3 found in the insulin pump history file due to software error.